Event description:
This unsolicited device case rec'd from (B)(6) on (B)(4) 2013 from an orthopaedist via (B)(6). The case involved a (B)(6) male patient, who developed hydrops (joint effusion) and pain, whilst receiving synvisc. Past medical history was not reported. The patient had a concurrent condition of diabetes mellitus. Past drugs included hyaluronate sodium (artz). Concomitant medication included diclofenac potassium (voltaren). On (B)(6) 2013, patient initiated treatment with synvisc injection at a dose of 2 ml (route of administration, batch/lot number and expiry date: unknown) into unspecified knee for gonarthrosis. On (B)(6) 2013, patient visited clinic again due to hydrops (joint effusion) and pain. On the same day, patient had arthrocentesis and 35 ml of joint fluid was withdrawn. On (B)(6) 2013, patient still presented the events and had another arthrocentesis, withdrawing 40 ml of joint fluid. On the same day, patient was placed on steroid therapy despite of the concurrent condition of diabetes mellitus. On unknown dates, patient had joint fluid tests with negative synovial fluid culture (determined as having no infection) and synovial fluid analysis showed presence of increased number of white blood cells (43200) with 84% neutrophil and 3% lymphocyte but no traces of pyrophosphoric acid or uric acid. Action taken: withdrawn nos (patient received only first synvisc injection). Corrective treatment: arthrocentesis and steroids for hydrops (joint effusion) and unknown for pain. Outcome of both events: unknown. Pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same. Reporter's causality assessment (for both events): highly probably. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed pain and hydrops (joint effusion) after receiving treatment with synvisc for gonarthrosis. Although, the role of device cannot be ruled out based on device-event temporal relationship; however, the concurrent condition of diabetes mellitus and gonarthrosis provides an alternative explanation for the events of pain and hydrops respectively.